Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that outside of surgery the unit was returned for preventative maintenance and later needed repair for plate that swivels is bent. There was no alleged malfunction when the device was initially returned. There was no patient involvement. Due diligence is complete. No additional information is available.